Event description:
It was reported that the ventilator alarmed for inspiratory flow over range. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for inspiratory flow overrange. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photos. Based on technician statement, the device was returned without expiratory cassette. After inserting a good working expiratory cassette, the issue was not reproduced. Inspiratory flow overrange alarm indicates that combination of setting exceeds the allowable inspiration flow range. The issue was reported to competent authority as inspiratory flow overrange alarm may lead to stop of ventilation (or insufficient ventilation). The review of the device's logs did not confirm the occurrence of the reported alarm. The recommendation from the user manual (rev. 06) when described failure occur is to change the ventilator settings. Although, the issue did not reoccur. Therefore, the root cause to the reported issue was not determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/01/2006; corrected manufacture date: 11/29/2005. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref.#: (B)(4).